Event description:
Actually there were two events. The first on the above date, (B)(6) 2012, and the second on (B)(6) 2012, involving the same device. Product: angio seal device. Event: blood clot released: into body cavity, and into right inner leg vein. The first was diagnosed by dr. (B)(6). The second, I am assuming, that is what caused brief pain traveling about 8 inches and lasting only seconds in right leg. I have an appointment on (B)(6) 2013, with vascular specialists of (B)(6) for an ultrasound of my veins. The events, of course, could have resulted in a stroke or death from the clots. I feel add¿l instruction and procedure could have prevented the first clot. It happened because I strained at stool. I had taken antihistamine and had larger and harder than normal stool. Pre op instruction could include procedure to empty colon. I went in the hospital thru the ER. An outpatient could be requested to use a soft of liquid diet. The doctor could be instructed to palpitate for stool that could cause a problem. ¿do not strain at stool¿ is not proactive and not avoidable. If it is large enough, when it passes near the site, it could exert pressure. The second clot, released into artery I suspect from site, I do not have the knowledge to make any suggestions.